Event description:
It was reported the patient's ipg had migrated. The issue was confirmed via x-rays. Surgical intervention may take place to resolve the issue.

Manufacturer narrative:
A patient experienced ipg migration was reported to abbott. No intervention is scheduled at this time. The patient has great relief. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.